Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative. It was reported that patient has not charged ipg in over a year; said it quit working. Patient opted to have ipg replaced. Surgery being scheduled. Hcp had no further information. No further complications were reported.